Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Animas is aware of additional information that was not included on the initial report for this complaint; the reporter alleged that the pump gave a call service alarm. If this information had been available at the time of the initial report submission, the category and sub-category would have been set as ¿call service/call service alarm issue¿ instead of ¿history/setting, inaccurate delivery .¿ device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the download history revealed the last basal delivery and bolus delivery were recorded on (B)(6) 2015; the pump was not in use between 14 october 2014 and (B)(6) 2015. Battery cap and cartridge cap was not returned with the pump for investigation; test caps were used to complete the investigation. On investigation, the pump was powered on and exercised for 24 hours without errors, alarms or warnings occurring. The daily insulin delivery totals correctly reflected the programmed basal rates. Accuracy testing was performed and the pump was determined to be delivering accurately within the required range. Investigation was unable to duplicate the alleged issue and the pump was found to be operating as expected without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked below the pumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a non-specific inaccurate delivery issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.